Event description:
It was reported to philips that the system would not boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system was not booting up. During troubleshooting, the rse reviewed the log file and found that the host pc was unable to connect to the hospital network. No further information regarding the issue available since the onsite service was cancelled. To date, no further information was received. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.